Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll (B)(4) representative evaluated the device at the customer site. During evaluation the reported malfunction was observed. The customer declined repair of the device, therefore, the root cause could not be determined. The device was labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.